Event description:
The pt had a cardiac device implanted. Afterward, the pt was unable to turn the implantable neurostimulator on/off with a magnet. The pt felt no stimulation sensation and experienced a loss of therapeutic effect. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)